Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Possible root cause is a weakness area in the silicone material of the balloon. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the balloon on two of the catheters burst while in the bladder. The patient experienced slight pain and slight bleeding but was fine. A nurse checked the patient and applied a new catheter from another batch.